Event description:
Same case as MFR report #: 2134265-2009-07372. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient returned with chest pain. During the index procedure, the patient presented with unstable angina. The 90% stenosed target lesion was located in the distal left circumflex. The lesion was 16.0mm long and the vessel diameter was 2.75mm. The target lesion was treated with predilation and deployment of a 2.75 x 20mm taxus express2 paclitaxel-eluting coronary stent. Residual stenosis was at 0%. A 16.0mm long non-target lesion was also treated with a taxus express2 paclitaxel-eluting coronary stent. The patient was discharged 2 days post procedure on aspirin and clopidogrel. Approximately 239 days later, the patient was readmitted with 5-6 days history of intermittent chest discomfort not associated with shortness of breath or diaphoresis, and the pain did not worsen the exertion. The patient underwent upper right quadrant ultrasound and was referred for a stress test, which revealed a small area of inferior ischemia. The patient was treated medically and discharged on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.